Event description:
It was reported that after the patient had received multiple appropriate shocks, the patient was hospitalized. The patient was noted to be hyperkalemic. The electrograms showed multisite arrhythmia with non-physiologic double counting and t-wave oversensing. The oversensing was not reproducible. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).